Event description:
Pt reports being sick in the hospital for 3 weeks; exact reason(s) and dates of admittance and discharge is unknown. Pt reports experiencing increased peripheral edema. Pt reports that their breathing status has worsened and their oxygen usage has recently increased. Pt reports experiencing shortness of breath at rest, with daily activities (getting dressed, going from room to room, taking a shower), and upon exertion (walking fast or on an incline, walking one block or more). Pt reports that their activity level has worsened since starting pah therapy. Pt also reports experiencing swelling in their legs, ankles and/or feet. Md is aware. Pt reports malfunctioning legacy pump serial number:(B)(6) would not prime. No additional info, details, or dates available. IV remodulin pt. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did pharmacy replace product? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.